Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the non-invasive blood pressure (nibp) cuff remained inflated on the or patient and occluded the vascular supply to the arm. The nibp was measured intermittently at the start of the case in the operating room, but cuff remained inflated for 'a long time', resulting in the patient's arm being swollen and purple. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Patient involvement was reported, the surgical drape was removed after surgery, revealing the patient's entire right arm from the blood pressure cuff to the fingers appeared significantly larger in comparison to the left arm. The right arm appeared red and blanchable. Information on the severity of the injury were not provided by the customer, only that there was patient harm. The customer reported that a blood pressure (bp) cuff stayed inflated and resulted in an incident, the x3 did not alarm. The national support specialist (nss) confirmed that when the x3 is docked to another device, per design the x3 will not alarm'; however, the host monitor, in this case was an intellivue patient monitor mx800, provides the alarms. A review of the audit logs indicates the host monitor was alarming, ¿nbp measurement failed¿ every 10 minutes. If the host monitor had not alarmed, there would be no record of the ¿nbp measurement failed¿ in the clinical audit log. The customer confirmed that the inop alarm for 'nbp measure failed' was generated but were not acknowledged. The interval for blood pressure measurement was set to every 10 minutes; however, the customer does not believe the alarm is visible or audible enough, so an enhancement request has been made to increase severity of this alarm. The customer reported that the philips nbp tubing was found to have evidence of possible kink near the bp cuff connector. No leak in cuff or tubing was found. Based on the information, it was confirmed by the philips nss and the customer that the device was functioning as intended. The customer was provided an acknowledgement of their enhancement request. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was clarified that the inop alarm for 'nbp measure failed' was generated; however, the customer does not believe the alarm is visible or audible enough, so a request has been made to increase severity of this alarm. The interval for blood pressure measurement was set to every 10 minutes. The staff did not see any visible kinks; however, it was acknowledged by staff that a kink could come undone during removal of the drapes. Staff did see some marks on the tubing that may indicate kinks; however, this was not confirmed. Information on the severity of the injury were not provided by the customer, only that there was patient harm.